Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual (pm) include a reference guide and warning that lvad pump candidates often possess several risk factors such as infection. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported infection; however, lvad pump candidates often possess several risk factors which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility that can attribute to infection. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the patient was admitted on (B)(6) 2015 for bacteremia. It was stated that while the patient was in the emergency department (ed), the patient received dialysis, since she had missed her session earlier that day. During dialysis, the patient went into svt and received two rounds of adenosine which did not convert her. Patient converted to sinus rhythm spontaneously following the stopping of dialysis. The patient is still currently admitted to step-down unit and being treated with IV vancomycin, which per ID will need to continue indefinitely. Blood cultures have been negative since those drawn on admission. All invasive lines were removed on (B)(6) 2015 to give the patient a "line holiday."

Manufacturer narrative:
Additional information received stated that the patient presented with shortness of breath, chest pain and nausea and vomiting. Origin of the infection was unknown. It was stated that the patient was discharged on (B)(6) 2015 and was doing well. It was also stated that the patient was discharged home with three doses of vancomycin a week with dialysis. No further information received. Infection is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures. Based on the available information and due to the timing of the event as related to the implantation of the device, clinical and patient factors may have contributed with no indication of a relationship to any device performance or manufacturing issues. Although a definitive conclusion cannot be made, review of additional information reveals that there was no pump failure or malfunction. Infection source stated to be derived from dialysis catheter together with patient and clinical factors including comorbidities may have contributed to the event. No further investigation needed. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.